Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed but likely occurred. The evaluation findings were as follows: due to a worn angle wire, angulation in the up direction was out of standards, due to a worn angle wire, the gap on the up/down knob was out of standards, the charged coupled device lens had scratches, the adhesive on the bending section cover was broken and there was corrosion on the scope connector cover unit due to leakage. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had a e315 scope error. The issue was found during preparation for a diagnostic procedure that was completed with a similar device. There were no reports of patient harm.